Event description:
It was reported that, pt complains of pain since the surgery. He states that no one has been able to diagnose his problem. About 2 years ago, dr. (B)(6) from (B)(6) hospital through testing has diagnosed him with failure of the femoral titanium stem to attach with increased deterioration of bone with time. He now needs to have his hip replaced and states that his surgeon does not perform the kind of surgery he needs. Pt wants a specialist and the best in this field to perform his revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.